Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that, the patient experienced infusion set's insulin flow block alarm event on (B)(6) 2025. Patient's blood glucose levels were high was treated via multiple daily injections (mdi). The blockage was at site. Patient replaced infusion set and resumed insulin successfully. No further information available.